Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device interrogation, the device displayed a message indicating 'invalid data' when trying to view an episode. The clinician attempted to reinterrogate the device, and the diagnostic information was lost. The clinician was informed that the invalid data error should clear on it's own, and the episode should be viewable at the next interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.